Event description:
It was reported that during a ventricular tachycardia ablation the patient suffered pericardial effusion and a pericardiocentesis was required. The case was ended prior to ablation. Pace mapping was being done and a transseptal puncture occurred. Intracardiac ultrasound revealed the pericardial effusion; however the exact cause of this event could not be determined. Catheters were removed and the pericardiocentesis was performed. The patient condition was reported stable and with full recovery as expected.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. (B)(4).

Manufacturer narrative:
The result of this event was identified as moderate impairment of the cardiac ventricles as a result of the pericardial effusion. The customer reported that the causality of this adverse event was related to the procedure. Ablation was performed later on the same week. A 3500a supplemental will be submitted to the FDA as required if any additional information is provided by the customer. (B)(4).